Event description:
It was reported that the external devices displayed an error message while attempting to set the ipg to MRI mode. Surgical intervention was undertaken wherein the entire system was explanted. Explant date is unknown. No further information is available at this time.